Manufacturer narrative:
This supplemental report is being submitted to report additional information. Additional information received provided the correct device lot number and manufacturer date.

Manufacturer narrative:
This supplemental report is being submitted to correct the device evaluation details provided in a previous report. A post submission review of this complaint was performed and found that the referenced device was not returned to olympus for evaluation. It was determined that due to a clerical error the previously reported device evaluation results belong to a different event. Please cross reference MFR. Report number: 2951238-2018-00450 for completed report details.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for cauterization problem. The device was able generate energy at the tip. Instead the evaluation found the teflon pad charred and partially separated from the jaw, exposing metal underneath the pad. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the device was not cauterizing properly upon activation. There was no reported patient injury.